Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event and vitros tropi es precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Vitros troponin I es = 0.213 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was not reported from the laboratory. There were no allegations of patient harm as a result of the event. (B)(4).